Event description:
It was reported that during a da vinci si sacrocolpopexy procedure the mega suturecut needle driver instrument tips would not close all the way during the case and the surgeon was not able to grab the needle. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the manual input of the disc knobs exhibited the grips were not able to fully close properly. The grips did not fully close due to the bent grip and blade damage. As a result, the blades did not cut through their entire length and a suturecut test failed. The one blade edge had an indentation that acts as a mechanical stop for the other blade when closing. The evidence was inconclusive, but the damage to the blade was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.